Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report the pad-pak's locator pin is bent. This issue can lead to a failure to detect when a patient is connected, or could cause the device to lose power during operation. There was no patient involvement reported with the event.